Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 32 x 3.50 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of distal stent damage with struts pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 09oct2019. It was reported that crossing difficulties were encountered. The target lesion was located in the highly calcified and fatty, fibrous, proximal right coronary artery. After placing a non-bsc guide wire, pre-dilatation was done using a non-bsc balloon. A 32x3.50mm promus premier drug-eluting stent was advanced but failed to cross the lesion. The device was removed and dilatation was done at higher pressure. The lesion was successfully stented to complete the procedure. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.